Event description:
It was reported the patient had an old stimulator replaced with a new stimulator in 2007. The ¿old¿ one they disconnected has moved and it was pressing on the patient¿s spine. It was noted it felt like it had moved and was hitting the patient¿s spine and causing pain. It was noted this had happened about one month prior and was slowly getting worse. The patient had not realized this was going on until recently when they grabbed their back and noticed the stimulator had moved. It was also noted the patient did not know who put it in but did note that it was not working anymore. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead; product ID: neu_ unknown_prog, implanted: (B)(6) 2007, product type: programmer, physician. (B)(4).